Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered alerts for high rv defibrillation coil impedance, high superior vena cava (svc) defibrillation coil impedance, and high pacing impedance. A fractured rv coil is suspected. Reprogramming was completed and the eventually the lead was capped and replaced. No patient complications have been reported as a result of this event.